Event description:
The customer reported that the system displayed a stator not on error message. This error message will cause the system to shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage and data cables were replaced. The system was then found to be operating as intended.